Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to the loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, broken belt clip slot, cracked display window and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised they are stuck in preparing to prime loop. Customer advised that during seating the force the sensor did not detect the reservoir. Customer advised that the drive support cap is sticking out. Troubleshooting for cosmetic damage was performed. Customer advised they are not sure of how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.